Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, headaches, eye and nose irritation or soreness while using the device. Medical intervention was not specified. There is no patient information available to gather additional information. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.